Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experiencing low blood glucose. Blood glucose level was 52 mg/dl and current was 300 mg/dl. Customer stated this was due to sensor malfunction, stop working today early morning. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.